Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated a 13.2mm vticm513.2 implantable collamer lens of a -12.5/2.0/091 (sphere/cylinder/axis) was explanted.